Event description:
Related manufacturing reference number: 2017865-2022-13781. It was reported that the patient presented remotely via merlin.net. Review of transmission revealed far p wave oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to address the issue. The patient condition was stable. The patient then presented in clinic on (B)(6) 2022 after being shocked. Device interrogation revealed oversensing episodes that coincided with the patient receiving atp therapy. The healthcare professional suspected it was the implantable cardioverter defibrillator near field and far field p wave over-sensing and/or rv lead oversensing noise. Device interrogation had also revealed decreased r-wave sensitivity, high impedance, and loss of capture. Programming changes were made to alleviate the issue; however, intermittent over-sensing was still observed. Tachy therapies were turned off. The patient was stable and would be monitored.